Event description:
Drill bit broke during the procedure and part of the drill bit remains inside the pt. The surgeon made the decision to leave in situ. Surgery time was extended by 20 minutes. The hosp used another product to complete the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.